Event description:
At initiation of hemodialysis treatment; staff report noticing a leak in the venous blood line tubing. The tubing and dialyzer were discarded resulting in estimated blood loss of 250cc. A new blood line and dialyzer were set up and treatment continued. Pt was administered antibiotics. No pt injury is reported.